Manufacturer narrative:
A visual analysis of the returned device revealed that the basket was in an open position when received. Additionally, the sheath was found torn at the distal end and the basket wires were bent. The evaluation concluded that during preparation the device could have been manipulated, since the failures found sheath torn at the distal end and basket wires bent are issues that could have been generated due to the interaction with the scope, interacting with other devices or due to manipulation. Therefore the most probable root cause of this complaint is handling damage. The review of the device history record (DHR) was performed and no anomalies were found. A search of the database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ basket was used in the biliary tract during stone management procedure performed on (B)(6) 2016. According to the complainant, during preparation, the basket was unable to open. The procedure was completed with another segura hemisphere¿ basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath was found torn at the distal end.